Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Axsos 3 proximal humerus plate was being used in an orif case at (B)(6) center. The surgeon placed the plate, drilled for screws, and then inserted screws. Surgeon felt the plate was too proximal, so he opted to remove the plate. All the screws were removed successfully, except one. One of the head screws, being removed by power, was accidentally over torqued in because the power was set for forward, not reverse. This particular screw could not be removed from the plate, at all. Surgeon finally was able to to get the plate off, but the screw was inserted in the plate. After all this, dr.(B)(6) opted to use a depuy synthes proximal humerus plate to finish the case. There was a 60 minute surgical delay with no adverse consequences. The devices being revised were not stryker product.

Manufacturer narrative:
The reported event that a locking screw axsos 3 ti 4.0mm / l50mm got stuck in a proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm could be confirmed. Based on investigation, the root cause was attributed to a user related issue. As reported, the surgeon accidentally overtorqued the screw during extraction by setting the power tool to forward mode rather than reverse. Stryker recommends not to use power tool for final screw insertion, since this could damage the screw/plate interface (screw jamming). The device inspection revealed the following: the plate has still the screw stuck in one of its circular holes. The screw head is evidently worn, very likely because of extraction attempts following screw jam. Most of its thread is stripped. This is normally due to improper use of power tool during screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (axsos-st-14-en rev 1 axsos 3 titanium proximal humerus optech_2015-6882) was reviewed: ''use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw/plate interface (screw jamming). This may lead to the screw head breaking or being stripped.'' [Original statement(s)] the instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Axsos 3 proximal humerus plate was being used in an orif case at (B)(6). The surgeon placed the plate, drilled for screws, and then inserted screws. Surgeon felt the plate was too proximal, so he opted to remove the plate. All the screws were removed successfully, except one. One of the head screws, being removed by power, was accidentally over torqued in because the power was set for forward, not reverse. This particular screw could not be removed from the plate, at all. Surgeon finally was able to get the plate off, but the screw was inserted in the plate. After all this, dr. Opted to use a depuy synthes proximal humerus plate to finish the case. There was a 60 minute surgical delay with no adverse consequences. The devices being revised were not stryker product.